Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, two photos were provided for review. The first photo shows a partial view of a drainage catheter. The longitudinal crack was noted on the catheter hub. The second photo shows a partial view of a clinician holding a drainage catheter attached to an external syringe. The catheter hub was noted to be cracked longitudinally. Therefore, investigation is confirmed for the reported catheter hub fracture issue for both the devices. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The patient underwent an ultrasound guided cyst percutaneous drainage procedure using a navarre opti drain catheter. Post the procedure on (B)(6) 2026, the drainage catheter connector was found to be fractured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The patient underwent an ultrasound-guided cyst percutaneous drainage procedure using a navarre opti drain catheter. Post the procedure on (B)(6) 2026, the drainage catheter connector was found to be fractured. The procedure was completed using another device. There was no reported patient injury.